Event description:
Patient mentioned he has an abbott scs device for his legs and he had "old lead wires" that they took out and put the paddle in pt stated he is having problems with the "abbott unit". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).